Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition and there was no visible contamination. Even history log (ehl) showed force sensor test error. Power up process and calibration verification test were performed and the reported problem was duplicated. The root cause could not be determined. Actions were taken to mitigate the reported issues: recalibrated force sensor; performed calibration on the pump and it passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a pump had 'force at zero failure with -0.76 pounds'. No patient injury was reported.